Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrioventricular node ablation procedure. During the procedure, there were intermittent pauses on the surface electrogram. Upon interrogation after the procedure, no anomalies were noted and the pauses could not be explained. The lead had a history of noise and pacing inhibition, so programming changes had been made to set a fixed output. A leadless pacemaker was placed on (B)(6) 2021 and the chronic pacemaker system was left in place in vvi mode. The patient was in stable condition.